Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported that the handset has been ¿running slow¿. The patient stated that when they are trying to connect to the pump, the handset would say it cannot find the pump and they will have to restart the application to get it to connect. The agent reviewed restart application messages. The patient also stated that since the implant and getting more noticeable, the handset will lag at 90% when connecting to the pump. The agent reviewed information and walked the patient through clearing the data from the handset and the patient was able to connect to the pump without issue. It was recommended to monitor the issue, and the patient can call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software, section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.